Event description:
During aspiration of diluted blood air entered from the elbow area.

Manufacturer narrative:
The sample is to be returned for analysis. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)